Manufacturer narrative:
Patient age is estimated based on study baseline age and event date. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the high impedances was not determined, but it was noted it was probably due to a connection problem at the level of the stimulator.

Manufacturer narrative:
Medical devices: product ID 37085-95, serial# (B)(4), implanted: (B)(6) 2011, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. An exploration was done with pocked opening and placement of new ins on (B)(6) 2018. When the left electrode was pushed deeper into the contact, the impedances were measured again and were good. The stimulator was replaced and good impedances were measured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient experienced increased tremorin the right under arm and had progressive stepping impairments. This required the patient to lean on crutches and resulted in pain in the left shoulder and limited walking distance. There were high impedances on the left side which may have been a connection problem at the level of the stimulator. Diagnostics included imaging, which did not reveal any defect, and device interrogations which showed out of range impedances. Etiology was described as related to the device/therapy and not related to the procedure. Interventions included unscheduled clinic/office visit and explant/replacement of the ins. The event resolved without sequelae.